Manufacturer narrative:
During the phone call with an olympus representative, the customer reported that they have been operating and reprocessing scopes on the device when the efficacy failed. The suspected scopes were also used on patients. The customer was informed that they should be checking the efficacy before each cycle. It was also instructed that every scope that had been run previously, should be rerun again with fresh acecide. The customer agreed to follow the directions and stated that if any additional information is learned, they will call back. If additional information becomes available, a supplemental report will be filed.

Event description:
A user facility called to receive technical support regarding acecide cycles and testing on an endoscope reprocessor. There was no known patient injuries or infections reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the reported issue was due to the user not following the appropriate procedure. The IFU (instruction for use) provides inspection before use guidelines: checking the disinfectant solution concentration level: prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life.